Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button felt "wiggly." Additionally, it was reported that the pump battery was depleting quickly. There was no reported impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.